Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had autofill failure occurred. There was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Additional initial reporter: (B)(6).

Manufacturer narrative:
Updated fields: b4, e1 (event site telephone), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Revert the content of section d4 (serial #) to blank. Keeping UDI partial in emdr (1437745) as serial number is unavailable. An ICU rn reported a persistent autofill failure alarm on an axillary iabp that had been in place for several days. The pump had stopped pumping for approximately 10 minutes. Troubleshooting confirmed no kinks, restrictions, or blood in the tubing. Use of the iab fill key was attempted without success. Esp provided an off label disclaimer and guided the clinical team through additional nursing level troubleshooting. Guidance was given on contingency actions (manual syringe filling, imaging for placement verification, or device replacement) if therapy could not be resumed within defined time frames. The care team agreed with the plan and no patient injury was reported.